Event description:
On 11/18/86 an ipp device was implanted. Sometime in 1990 the cylinders were revised. On 11/5/96 the pump was revised. On 2/7/97 the entire device was removed from the pt and replaced due to leak found at connector, the device deflated very easily and would not stay inflated. Add'l lot/ser no: ck635 009.